Manufacturer narrative:
Manufacturing site evaluation: manufacturing records show that this progav 2.0 valve was manufactured by a qualified employee in june 2011. No deviations were identified during assembly. The valve was inspected as article fv471t. The valve has a normal pressure range of 0 to 20 cmws. All required parameters were approved and product specifications met during the manufacturing process. Following final inspection, the valve was sterilized by miethke and released for shipment. Investigation: the valve was received for analysis submersed in an unidentified liquid in the return kit. Initial visual examination found a deformation of the outer housing of the valve. When measured, the housing deformation was confirmed to be -0.061mm, outside the tolerance of 0 +/- 0.02mm. Testing: permeability testing confirmed the valve is permeable. During adjustment testing, the valve was not able to be adjusted throughout the normal range. Brake functionality testing found the brake function fully operational, however the braking force could not be measured due to the non-adjustability of the valve. To investigate the claim of over/underdrainage, the opening pressure was measured using a miethke computer-controlled testing apparatus which simulates cerebrospinal fluid flow. During this evaluation, the valve was not operating within acceptable tolerances. Specifically, the opening pressure of the progav valve was significantly lower than expected, indicating a tendency towards over drainage. Finally, the valve was dismantled. A significant build-up of substances (likely protein) was identified at that times no further anomalies were identified and all other specifications were met. Conclusion: based on our investigation, the cause of the housing deformation could not be determined with certainty. Significant outside pressure, for example excessive force from a progav adjustment tool or by a fall or impact to the patient's head, can compromise the integrity of the valve. We were able to confirm that the progav valve was operating in an overdrainage state and was not adjustable at the time of our investigation. Our findings indicate that this is likely due to deposits observed within the valve. We can exclude manufacturing defects at the time of product release as the valve was confirmed to have met all specifications of the final inspection. Although no specific conclusions can be drawn, it is possible that the reported issue may relate to the deposits observed within the valve during the analysis. As described in our literature, this is a known, inherent risk of hc-therapy involving shunt implants and no manufacturing relationship is established. Reports of this type will continue to be monitored. At this time, no trend for reports of this type has been identified.

Manufacturer narrative:
Aesculap, inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439) exemption number: e2017044. Implant date: (B)(6) 2012 (exact date unknown). When additional information is received, a follow up report will be submitted.

Event description:
It was reported that the valve blocked. The explanted product was delivered to miethke with the return kit inside an unknown liquid. The file is entered with limited information. Patient height: 150 cm.